Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the pulsed field ablation procedure, the patient experienced diplopia and dizziness the morning after the ablation and a stroke was suspected and a neurology evaluation was performed. Computed tomography head imaging showed no acute large territory infarct or intracranial bleed, with an age-indeterminate small right cerebellar infarct and a chronic left middle cerebral artery territory infarct; a repeat computed tomography head scan showed no evidence of acute territorial infarct, intracranial hemorrhage, or mass lesions and re-demonstrated the previously described left middle cerebral artery territory infarct without signs of hemorrhagic transformation. Blood tests were performed. Magnetic resonance imaging was requested and was pending as an outpatient. The event was associated with prolongation of an existing hospitalization. On discharge, the patient reported improvement with no new symptoms. The investigator and sponsor assessed the event as possibly related to the index procedure and not related to the pulseselect pulsed field ablation loop catheter or transseptal puncture. No further patient complications have been reported as a result of this event.